Manufacturer narrative:
Sc-1160 sn: (B)(4); device evaluation indicated that the root cause of the complaint was not determined. Residual gas analysis verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had a suspected infection. The physician does not believe it was device related as the patient was not considered compliant with post operative instructions. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4). Batch/lot number : 5025615/5024569. Model/catalog description: infinion cx lead kit, 70cm. Additional information was received that the location of infection was unknown. Symptoms of infection were fever and rash. The patient was placed on antibiotics.

Event description:
A report was received that the patient had a suspected infection. The physician does not believe it was device related as the patient was not considered compliant with post operative instructions. The patient underwent an explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-2317-70. Serial number: (B)(4), batch/lot number : 5025615/5024569, model/catalog description: infinion cx lead kit, 70cm.

Event description:
A report was received that the patient had a suspected infection. The physician does not believe it was device related as the patient was not considered compliant with post operative instructions. The patient underwent an explant procedure.